Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having high blood glucose. The customer had changed the set after a bent cannula. The customer's blood glucose level was 427 mg/dl. The customer treated the high blood glucose with the insulin pump and manual injection. The customer had contacted their health care professional regarding their high blood glucose. Troubleshooting was performed on the insulin pump and insulin was able to exit without incident. The customer will be sent a tubing clamp to perform the no delivery test. The device will not be returned for analysis.